Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that there was a load noise coming from the e/p-pack of the sorin s5 system upon start-up and the unit began switching back and forth between mains and battery backup. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that there was a load noise coming from the e/p-pack of the sorin s5 system upon start-up and the unit began switching back and forth between mains and battery backup. There was no patient involvement.

Manufacturer narrative:
Livanova deutschland manufactures the s5 system. The incident occurred in raleigh, nc. This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility for investigation. The field service representative confirmed the reported issue. A replacement power supply was connected to the ep pack to resolve the issue. A review of the DHR did not identify any deviations or nonconformities relevant to the reported issue. Evaluated on site by livanova rep.